Event description:
It was reported the zmb00 20.5 diopter intraocular lens subluxated in the male patient's right eye. The lens was explanted three (3) weeks post implant. Also noted is that the incision was enlarged and the patient experienced visual disturbance. The current status of the patient is indicated as patient has recovered.

Manufacturer narrative:
Device available for evaluation - yes, returned to manufacturer - 06/20/2014. Device evaluation: the explanted intraocular lens (iol) was received. The iol was not returned in its original folding carton package, the sample was returned inside a small plastic bag. Visually evaluation was conducted at 18¿ distance with unaided eye and under a microscope. This inspection revealed surface residuals (fiber/particles) and stains on the lens that could be related to the handling of the lens in a non-sterile environment. No product damage and/or defects related to the manufacturing process were observed, no failure detected. The product met the acceptance criteria. In addition a review of the manufacturing was conducted. Results revealed all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report as been submitted. Placeholder.